Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten. There were battery compartment cracks observed below grip pad. The pump's black box dates were between (B)(6) 2014 and (B)(6) 2014. There was evidence of short battery life observed in the black box. There was evidence of short battery life also observed in alarm history based on the frequency of battery alarms. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.